Manufacturer narrative:
The ge service representative conducted an onsite investigation. The hard drive was replaced and the software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would mix up patient data. No patient injury was reported.